Manufacturer narrative:
Additional information: ¿was gaining access to the targeted site difficult: yes; was the endoscope in a flexed or twisted position at any time during the procedure: yes.¿ the complaint device, echo-25 of unknown lot number was unavailable for return or evaluation, therefore a document based investigation was carried out. The customer complaint is considered confirmed based on customer testimony. A possible cause of this complaint is that the needle bent/kinked during use, which in turn resulted in needle breakage. The needle can kink/bend due to product handling during the procedure. A needle kink/bend may also be attributed to patient anatomy if the lesion being punctured was a hard lesion or if the endoscope was used in a tortuous anatomy. It is also possible that the needle was damaged due to product handling when advancing/removing the device from the endoscope, during use if the stylet was not fully in place during advancement of the needle or during sample retrieval. As the device was not returned for evaluation and conditions of device usage cannot be replicated in the laboratory it is therefore not possible to conclusively determine the root cause of this complaint. Prior to distribution, all echo-25 devices are subjected to functional checks and visual inspection to ensure integrity of the product. These inspections and functional checks are outlined in internal procedures in place at (B)(4). The manufacturing records of the device involved in this complaint could not be reviewed as the lot number of the complaint device was not provided. The instructions for use, ifu0101-0, advises the user to ¿visually inspect with particular attention to kinks, bends or breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Distal needle fracture at the tip.